Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, noise and oversensing was observed that resulted in ten seconds of pacing inhibition. This patient was pacemaker dependent. The noise was felt to be consistent with air bubbles. The patient was monitored and the air bubbles subsequently dissipated. No adverse patient effects were reported. This product remains implanted and in service.